Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 product lot/serial number (B)(6). Product type: compression loading system (cls) implant date na explant date na product ID d-evolutfx-34 product lot/serial number (B)(6). Product type: delivery catheter system (dcs) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon the initial valve inspection with fluoroscopy, an overlap was noted beyond the fourth node. The valve was partially deployed and an infold was noted. The valve was recaptured and removed from the patient. A new system was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 images were provided confirming an infold through the length of the valve, confirming the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.